Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would constantly reboot during simulated testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product access center (pac) for evaluation. The device was disassembled and it was found that the white energy capacitor wire was disconnected from the j18 spade connector. The disconnection was the cause of the reported issue. The device was archived by stryker. The customer received a replacement device.